Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter (B)(4) a clearlink blood solution set in which a leak was observed. According to the report, the leak resulted in a loss of an unknown amount of an unknown medication. There was a patient involved; however there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Twenty companion samples were returned to the manufacturing plant for evaluation. Visual inspection was performed on the samples, and no obvious defects were observed. An underwater pressure test was performed at 8psi, and the samples functioned normally. The liquid luer test was conducted for luer slip fitting on the samples and no defects were observed. A luer gauging test was performed, and three of the twenty returned samples failed the test due to the two piece luer body being too small. Therefore, the reported condition was confirmed. An assignable root could not be determined. A batch review was performed on the reported lot with no deviations found.